Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the intraocular lens (iol) implant procedure, the lens found to be subluxed. The lens was exchanged in a secondary procedure. Additional information was requested and received stating that the procedure was completed using different model, different diopter company lens. There was no patient harm.